Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation and device evaluation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The device was delivered to the customer on march 28, 2014 the legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it was presumed that the cause of the problem was that the customer connected the video connector of the scope/camera head to the device without sufficiently drying the electrical contact point or that there were foreign substances (such as chemical residue, water dirt, sebum dirt, dust, and gauze splash). If the electric contact point is in an unstable state, the communication of the scope and the video processor fails, and it may issue a b30 error (scope communication error). The legal manufacturer confirmed the contents described in the instruction manual address the reported events. The following is stated in the instruction manual (6.3 connection of an endoscope) of cv-190. This is a precaution to make sure that the electrical contact area is dry. However, the same method of checking may have prevented indication phenomenon by noticing foreign matter on the electrical contact area. Make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope.

Manufacturer narrative:
As part of investigation, the technical assistance center (tac) assisted the customer with troubleshooting and explained that there possibly some reprocessing residue on the scope connector pins. Tac recommended that the customer wipe the electrical contacts with alcohol to resolve the issue. The unit will not be returned to the service center for evaluation as it functions as intended. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed the video system displayed a ¿b30 communication error¿ message. The error would clear after the unit was reset. There was no patient involvement reported.